Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as cmplnt (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14b23044, h14c26011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis and passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unrelated condition and on the same day, was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient began treatment with vancomycin (daily, 1gm, route not reported) for peritonitis. On an unknown date, the patient experienced a myocardial infarction. Nineteen days after the onset of peritonitis, the patient passed away. An autopsy was performed and the cause of death was found to be myocardial infarction and peritonitis. Peritoneal dialysis (pd) therapy was ongoing at the time of death. The patient was not connected to the device nor were they performing therapy with baxter solution at the time of death. No additional information is available. This is report 1 of 2.